Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in hospice care with bacteremia and pocket erosion at the site of the implantable cardioverter defibrillator. It was also noted that the patient had expired due to an unrelated condition. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient declined device extraction and antibiotic therapy for pocket infection. Therefore, the reported erosion and infection could have caused or contributed to the patient's death.